Event description:
A caller reported an issue with the incorrect time settings on a pump, which cts assisted in updating. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Cts advised the caller to monitor the situation and follow up if the time discrepancy greater than five minutes recurs, and the caller understood and acknowledged this advice.